Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient has lost therapy several years back due to ipg reaching end of life. Surgical intervention is anticipated to address the issue some time later.